Manufacturer narrative:
A ge service rep performed an on site investigation. Calibrated normal, mag 1 and mag 2 field sizes and verified resolution was within manufacturers specifications. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that he fluoro field size on the 9800 system was excessive. It was also noted that the minimum contrast detectability fails to meet acr recommended standards. There was no report of patient injury.